Event description:
Meter name: surestep enhanced, strip name: surestep, meter code:8 strip code:8, strip storage: unknown, symptoms: none, a patient reported they went to the hospital. Their meter allegedly was inaccurately low. The result on their meter was 126 mg/dl. The result on the hospital meter was 223 mg/dl. The time difference between patient's meter and hospital was 11-20 minutes. No treatment reported. No further information has been reported.